Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned no indication that a communication error occurred. The device was able to communicate with the master omnipod personal diabetes manager (pdm) and successfully activated and paired with a pdm. A 5 unit bolus was successfully delivered and no indications of a communication error were observed. No evidence was found that would result in a communication error occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 283 mg/dl while wearing the pod on unknown location between 24 and 36 hours. The patient went to the hospital to seek treatment. The nurse removed the deactivated pod and applied a new pod. The nurse also gave her a bolus of 6.3 units at 10:00 pm. She is monitoring her bg levels and will check her levels at about midnight and deliver a bolus if needed. Patient reported a communication error between the pod and the pdm. No further details.